Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant procedure, the lead helix was damaged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.